Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 9:00 pm, the patient was rushed to the emergency room after experiencing a severe skin reaction upon removing the sensor patch from his skin. The patient presented severe inflammation and swelling, as well as pain and active bleeding extending outside the perimeter of the patch. At the ER, the patient was evaluated and prescribed a specific antibiotic treatment, bactrim. His ER stay lasted approximately 2 to 3 hours, and he was discharged home later that same evening with medical advice to continue the prescribed course of antibiotics. Two to three days post-discharge, the patient observed pus and fluid draining from the affected area. Upon consulting his doctor regarding this development, he was advised to take no further action other than to strictly continue taking the bactrim antibiotic. After one week of compliance with the antibiotic regimen, the patient's skin reaction fully healed, and no further symptoms or complications were reported. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).